Manufacturer narrative:
Unit was received with frozen display due to corroded electronic assemblies. Unit was received with corroded motor home switch, cracked case at display window corners, cracked case at reservoir tube window corners, and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had moisture damage from the beach. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.